Event description:
New information received notes that the patient was stable following the programming changes.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited inappropriate therapy during an episode of supraventricular tachycardia. The device also exhibited functional under-sensing. Programming changes were made on the device. No patient consequences.